Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the light guide lens had foreign objects and the jet tube in control unit had white foreign materials. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.